Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond after trying to check how much insulin was in the reservoir. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The back light is working properly. No unexpected constant audio or beep anomaly noted. The insulin pump has cracked case at battery tube threads, cracked belt clip slot, minor scratched lcd window and stripped battery cap coin lot.